Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was 210 mg/dl. The customer is unable to clear the alarm. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. No button error alarm noted. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.